Event description:
The screw fell out of the speedlink connector prior to implantation. This presented no adverse impact to the pt and did not extend the surgical procedure.

Manufacturer narrative:
Pending evaluation/investigation.